Manufacturer narrative:
Reported event of high impedance and capture problem were not confirmed. Visual inspection of the device found the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomalies contributing to reported event of capture or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received indicates that the device was explanted and replaced with an intravenous pacemaker system. No additional information was available.

Event description:
It was reported that the patient presented during post-procedural check. Upon interrogation it was noted that the leadless pacemaker exhibited high pacing impedance and high capture threshold. No interventions were performed. The impedance and threshold values decreased on the following device check. There were no patient consequences.